Event description:
Additional information received from the manufacture representative that the pump system was delivering gablofen (concentration and dose were unknown). Additionally the kit was owned by the hospital and did not come out of the manufacturer's stock.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The manufacturer representative reported that pieces from a proximal catheter revision kit were implanted two days after the kit&#38112;use before date. The indication for use of the pump was cerebral palsy and intractable spasticity. There were no symptoms, troubleshooting, or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.